Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. This is a product not distributed in the us and does not have a 510(k) number.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was received for evaluation out of the package and primed. Visual inspection revealed that the inlet port of the check valve was broken. The reported condition was confirmed. The root cause was not determined. Should additional relevant information be received, a follow-up medwatch will be submitted.additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.

Event description:
The facility contacted baxter (B)(6) technical services to report an interlink continu-flo solution set in which the "tubing broke at filter. Customer noted this as a recurring issue. Action taken was to replace with a functioning IV set." The process step where this malfunction was identified is unknown. There was patient involvement; however, there was no report of patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was received for evaluation. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.